Manufacturer narrative:
This report is filed on may 13, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a suspected magnet dislodgement during an MRI,. Additional information has been requested but has not been made available as of the date of this report, may 13, 2016.